Event description:
It was reported that the helix of the lead was unable to extend during the implant procedure. The lead was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The helix/lobe appeared distorted/bent, and the lead appeared to have been damaged at implant.